Event description:
Breakage of an epidural catheter reported. Report received from abbott international affiliate, abbott turkey, which states: "the patient has been implemented with the epidural catheter for epidural anesthesia for section. During the interventtion, the patient has complaint about paresthesia so the physician has removed the catheter, but after then realized that the part of the catheter after 5.5cm was missing. Reported the situation and the patient was taken to section then to laminectomy operation to remove the next part of catheter". Additional information was received which states: during the insertion of the catheter the patient complained of paresthesia located on the right leg. The physician removed the catheter and was reported to have left resistance upon removal. Another catheter was not placed; the patient received general anesthetic. X-ray did not locate piece, due to the catheter not being radiopaque. A laminectomy was performed to remove the remaining piece of the catheter in order to relieve the patient's paresthesia. The patient is reported to be in good condition. No further information was available.

Event description:
Additional info received subsequent to initial report indicated that the pt fully recovered.